Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. When the intellamap orion catheter was inserted into the sheath, the valve started leaking. It was also noticed air bubbles inside the flushing syringe. No damaged was observed on the luer. There was no issue when the farawave catheter was inserted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.